Event description:
The customer reported a table communication error message and the unit will not boot.

Manufacturer narrative:
The customer contacted ge to cancel the svc call. The unit operates as intended.